Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: customer called to report that she set up her transfer set this morning, and she noticed that whenever she primed line 9, fluid was entering line 8 as well during priming.

Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). The device involved in the reorted incident was not returned for evaluation. The log review did not indicate any issue with the pump. Defect not confirmed.